Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined a faulty single board computer was the cause of the reported issue. The device was archived by stryker and the customer was provided a replacement.

Event description:
The customer contacted physio-control to report that while monitoring a patient with abdominal pain above the navel, the service indicator was present and the device appeared to be locked up. As a result, defibrillation therapy may not be available to a patient if needed. There was no adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that while monitoring a patient with abdominal pain above the navel, the service indicator was present and the device appeared to be locked up. As a result, defibrillation therapy may not be available to a patient if needed. There was no adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while monitoring a patient with abdominal pain above the navel, the service indicator was present and the device appeared to be locked up. As a result, defibrillation therapy may not be available to a patient if needed. There was no adverse effect to the patient as a result of the reported issue.